Event description:
It was reported that during an esophagectomy procedure, although the device could be fired properly at first, the clips fell out and the device "became not to be fired on the way." "The clip fell into the patient's body. As the fallen clip was retrieved from the patient, it was not left in the patient's body. The fallen clip will be returned with the device." Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that it was received with the cartridge cover and the feed bar out of its intended position; the feed bar was noted to be between the jaws and the cartridge cover. Upon firing of the device, the remaining clips were ejected. The jaw aperture was measured and it was found within specification. The instrument was disassembled and the hoop sprig was found out of its position; the antibackup lever was worn out. The device was re-assembled and it fed and formed the clips as intended. No conclusion could be reached as to what may have caused the found condition of the device. No incident related to the reported event was observed during the batch record review.